Manufacturer narrative:
Biomérieux reviewed a journal article from germany, "phenotypic oxacillin resistance in staphylococcus aureus in the abscence of meca and mecc." The article stated vitek® 2 ast-p654 card detected 40 staphylococcus aureus strains with oxacillin mic values > 4mg/l (26/40 cefoxitin screen negative, 14/40 cefoxitin screen positive) and two s. Aureus strains with an oxacillin mic value of 1 mg/l and 2 mg/l respectively, that were cefoxitin screen positive. All 42 strains were negative in the cefoxitin disk screen showing zone diameters of > 22 mm and were negative for meca or mecc. In response to this article, biomérieux performed an internal investigation. This investigation included identification (ID) testing and multiple types of antibiotic susceptibility testing (ast). From the aforementioned article, 14 strains were submitted for investigation and ID tested via vitek® ms. 13 strains were confirmed to be s. Aureus and one was mixed with enterococcus faecalis. The ast reference methods tested on the 14 submitted isolates were oxacillin agar dilution (ad) testing, pbp2a testing, cefoxitin disk screening and broth micro dilution. Results are summarized below: ad oxacillin (ox) minimum inhibitory concentration (mic)test results: 13 isolates had susceptible mic results between 0.5 and 2. Isolate 911911 had an ad mic of 2.0. Pbp2a test results: all isolates yielded a negative (susceptible) pbp2a result cefoxitin (oxfs) disk screening results: 13 isolates had a negative (susceptible) oxfs results. Broth micro dilution (bmd) results: 13 isolates tested had a mic result between 0.5 and 2 (susceptible). Isolate 911911 had a mic result >8 the isolates were also tested with vitek 2 ast-p654 test kit lots 8040592103 and 8040586203. These were randomly selected lots as there was no customer lot data available. In addition, each isolate and card lot was tested on software versions 7.01 and 8.01. All isolates tested had a negative oxfs result; however, six isolates had an ox mic >= 4.0 (resistant) causing the advanced expert system (aes) to change the category interpretation to oxfs positive (resistant). Seven remaining isolates had ox mic results ranging between <= 0.25 - 0.5 as well as negative oxfs results. These results were both in essential and categorical agreement compared to the ad results. Isolate 911911 had the following mic results vitek 2 ox mic >= 4 ad ox mic = 2.0 bmd mic >8.0 the vitek 2 result is in essential agreement for both reference methods tested. In conclusion, 8 of the 14 isolates were in essential agreement for both ox and oxfs. However the customer's false resistant ox result was duplicated partially or completely for 6 of the 14 isolates when compared to their respective reference methods.

Event description:
Biomérieux reviewed a journal article from germany, "phenotypic oxacillin resistance in staphylococcus aureus in the abscence of meca and mecc." The article stated vitek® 2 ast-p654 card detected 40 staphylococcus aureus strains with oxacillin mic values > 4mg/l (26/40 cefoxitin screen negative, 14/40 cefoxitin screen positive) and two s. Aureus strains with an oxacillin mic value of 1 mg/l and 2 mg/l respectively, that were cefoxitin screen positive. All 42 strains were negative in the cefoxitin disk screen showing zone diameters of > 22 mm and were negative for meca or mecc. Oxacillin resistance was confirmed by broth microdilution. Biomérieux contacted the author for more information. A biomérieux internal investigation will be initiated. It is not known if discrepant results led to any adverse event related to a patient's state of health.